Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 409 mg/dl. Customer reported to have received a no delivery alarm and was able to rewind and change reservoir and infusion set. Customer was not able to remove infusion set to check site. Troubleshooting was performed for no delivery and insulin did exit with a 5.0 unit fixed prime. Customer will change complete set. The insulin pump will not be returned for the analysis.